Manufacturer narrative:
A manufacturer representative went to the site to service the system and performed a right side navigation verification. A system checkout was completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while a manufacturer representative was testing the imaging and navigation systems for a previous issue, the manufacturer representative noticed a difference between the accuracy of the left and right side trackers. This issue was noted outside of a procedure, and there was no patient involvement.